Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasingly severe pain /chronic pelvic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never experienced any of the reported events prior to undergoing the essure procedure. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device expulsion ("plaintiff expelled her right essure coil"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("chronic back pain"), alopecia ("excessive hair loss"), tooth disorder ("excessive dental problems"), rash ("excessive rashes") and dyspareunia ("pain during intercourse"). At the time of the report, the pelvic pain, pelvic discomfort, heavy menstrual bleeding, abdominal pain, back pain, alopecia, tooth disorder, rash, dyspareunia and device expulsion outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device expulsion, dyspareunia, heavy menstrual bleeding, pelvic discomfort, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: in (B)(6) 2011 she expelled her right essure coil and subsequently had another essure coil implanted in (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: two essure devices arc identified on the (B)(6) study, one midline and one to the left; on (B)(6) 2011: no contrast seen in bilateral fallopian tubes consistent with occlusion of bilateral fallopian tubes. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 25-may-2021: medical record received : reporter information and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.